Manufacturer narrative:
Additional information: section h6: evaluation codes; section h9, section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed balloon bunching and a tear of the crimp balloon proximal to the ic bond, approximately 2 inches from the distal balloon shaft edge. The guidewire lumen was curved / kinked. Scratches and gouging were observed on the flex tip. Review of the provided imagery revealed an I/c balloon tear observed after the procedure. The cine images revealed stored tension in the delivery system during the withdrawal attempt and the torn balloon. Damage to the esheath was also observed post procedure. Due to the condition of the returned device, no functional testing was able to be performed. Dimensional analysis of the double wall thickness of the crimp balloon near the tear was performed. All measurements were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other complaint related to the torn balloon. No other complaints related to the withdrawal difficulty were found. Complaint history review from (B)(6)2019 through (B)(6)2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. No manufacturing non-conformances were identified during the evaluations. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6)2020 control limit for the trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system and components undergo 100% multiple visual inspections and testing. The crimp balloon undergoes multiple 100% visual and dimensional inspections. The inflation balloon also undergoes 100% visual and dimensional inspections. The crimp balloon to inflation balloon laser bond undergoes multiple 100% inspections. During final inspection, the entire device undergoes multiple visual inspections. Additionally, product verification (pv) testing is performed on each lot on a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaints were confirmed based on the visual inspection of the delivery system and case imagery review. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during visual inspection, dimensional measurements and functional testing. As stated in the complaint description, ¿upon removing the ds tension was felt by the surgeon when trying to retract the ds back into the sheath; strong pulling force was used¿. It was reported that the iliac arteries were severely tortuous. Tortuosity can create a challenging pathway during insertion and withdrawal. Additionally, during withdrawal, ¿the sheath appeared kinked in the lcia; the ds balloon appeared to be bunched and the markers further than normal from the push catheter.¿ tortuosity can lead to non-coaxial retrieval of the delivery system. The balloon likely caught on the sheath tip during withdrawal due to a non-coaxial retrieval of the delivery system, contributing the withdrawal difficulties experienced. Furthermore, it is possible that if difficulties were experienced during withdrawal, it is likely that excessive force would have been used to remove the devices. The excessive force used to manipulate the device during the device removal could have resulted in the tearing of the crimp balloon at the I/c bond. Available information suggests in addition to procedural factors (non-coaxial withdrawal of devices), patient factors (severe vessel tortuosity) may have contributed to the delivery system withdrawal difficulty and the resulting torn balloon and injury to the access site. No product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit; therefore, no product risk assessment escalation is required. However, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. The pra remains applicable to this complaint as the material separation occurred during withdrawal of the delivery system, due to patient/procedural factors. Thus, the investigation results and risks remain applicable. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12547.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in an 80:20 position as intended. Post valve deployment, tension in the commander delivery system was felt during the attempt to withdraw the delivery system back into the 16fr esheath. ¿strong¿ pulling force was used and blood was observed in the inflation device. Under fluoro, the sheath appeared to be kinked in the left common iliac artery (lcia). The delivery system balloon appeared to be bunched and the markers further than normal from the push catheter. Angiography indicated the vessels were intact. Manipulation of the delivery system was performed to get the pusher closer to the balloon. The delivery system was pulled partially back into the sheath. The sheath and delivery system were removed as a unit. A cutdown was then performed to repair the access point. The patient remained stable throughout the procedure. Once the delivery system was withdrawn, ¿complete separation of the balloon¿ was observed. Review of the postoperative photos of the delivery system revealed a possible I/c bond separation. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe bilateral iliac tortuosity was reported.